Event description:
On 21-jul-2025, the user¿s caregiver emailed to report that the ilet's lcd screen was cracked. The device was replaced and return of the damaged unit was requested. No user injury or impact was reported as a result of the display damage.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.